Event description:
On (B)(6) 2025, a patient underwent internal jugular vein catheterization using a glidepath hemodialysis catheter. Post the procedure on (B)(6) 2026, prior to initiating dialysis, the catheter was found to have whitening and visible deformation. During use, the flow rate was lower than the therapeutic requirement, with arterial pressure at the lower limit and elevated venous pressure, raising concern for a potential catheter fracture. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent internal jugular vein catheterization using a glidepath hemodialysis catheter. Post the procedure on (B)(6) 2026, prior to initiating dialysis, the catheter was found to have whitening and visible deformation. During use, the flow rate was lower than the therapeutic requirement, with arterial pressure at the lower limit and elevated venous pressure, raising concern for a potential catheter fracture. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows the partial view of dialysis catheter implanted into the patient. The red and blue luer extension legs were noted to be milky white in color near the bifurcation area. Both the extension legs were noted to be deformed and bulged near the bifurcation. Therefore, the investigation is confirmed for the reported material opacification and discoloration, and the reported deformation is confirmed as more specific ballooning (expansion and thinning of the wall of the extension leg) was identified. However, the investigation is inconclusive for the reported reduced flow rate issue as the provided photo does not provide means for verification of this event. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The current instruction for use rev.1 states, warning: alcohol or alcohol containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solution(s). Solutions should be allowed to completely dry before applying dressing. Acetone and polyethylene glycol (peg) containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin ointment) are the preferred alternative. Close all clamps only in the center of the extension legs. Extensions may develop cuts or tears if subjected to excessive pulling or contact with rough edges. Repeated clamping near or on the luer lock connectors may cause tubing fatigue and possible disconnection. Care and maintenance: the care and maintenance of the catheter requires well trained, skilled personnel following a detailed protocol. The protocol should include a directive that the catheter is not to be used for any purpose other than the prescribed therapy. Exit site cleaning: use aseptic technique (as outlined above). Clean the exit site at each dialysis treatment with chlorhexidine gluconate unless contraindicated. Apply antiseptic per manufacturer¿s recommendations. Allow to air dry completely. Cover the exit site with sterile, transparent, semipermeable dressing or per hospital protocol. Recommended cleaning solutions: warning: alcohol should not be used to lock, soak or declot polyurethane dialysis catheters because alcohol is known to degrade polyurethane catheters over time with repeated and prolonged exposure. Warning: hand cleaner solutions are not intended to be used for disinfecting bard dialysis catheter luer lock connectors. Exit site: chlorhexidine gluconate 2% solution (preferred). Chlorhexidine gluconate 4% solution. Dilute aqueous sodium hypochlorite. 0.55% sodium hypochlorite solution. Povidone iodine. Hydrogen peroxide. Chlorhexidine patches. Bacitracin zinc ointments in petrolatum bases. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows the partial view of dialysis catheter implanted into the patient. The red and blue luer extension legs were noted to be milky white in color near the bifurcation area. Both the extension legs were noted to be deformed and bulged near the bifurcation. Therefore, the investigation is confirmed for the reported material opacification and discoloration, and the reported deformation is confirmed as more specific ballooning (expansion and thinning of the wall of the extension leg) was identified. However, the investigation is inconclusive for the reported reduced flow rate issue as the provided photo does not provide means for verification of this event. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent internal jugular vein catheterization using a glidepath hemodialysis catheter. Post the procedure on (B)(6) 2026, prior to initiating dialysis, the catheter was found to have whitening and visible deformation. During use, the flow rate was lower than the therapeutic requirement, with arterial pressure at the lower limit and elevated venous pressure, raising concern for a potential catheter fracture. There was no reported patient injury.